Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via representative that the patient had an infection of neurostimulator implant. The patient showed signs of infection. Little improvement was shown after 1 week of ceftriaxone and 1 gram IV (intravenous) every 24 hours for 7 days. Patient was starting on po (by mouth) levaquin. Doctor had scheduled patient for possible removal on (B)(6) if signs of infection do not clear. Plan was to remove lead and battery. There was a current 8mm area of open skin with no pus and no abscess. It was unknown what led to the event. Patient received IV antibiotics and oral antibiotics. The issue was not resolved at the time of this report. The healthcare professional (hcp) have further information on this event. Currently the patient was still implanted, scheduled for possible explant on (B)(6). Patient status at time of this report was alive with no injury. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the hcp regarding details on the infection and open skin. Also the patient's outcome. Follow up will be submitted if additional information is received.